Manufacturer narrative:
The insulin pump seated early without reservoir during displacement test and alarmed no delivery due to excessive tight motor seal. The pump was unable to perform displacement test, unexpected restart or functional test due to seat anomaly. The pump powered up properly after battery installation. No blank display anomalies were noted. The pump was received with cracked case at display window corners, reservoir tube and battery tube threads. The pump was received with scratched display window. No external ram crc error alarms were noted. The pump was unable to verify pump history due to seat anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of excessive no delivery alarm, external ram crc error and history anomaly from the insulin pump. The customer's blood glucose reading was 253 mg/dl. The customer treated with manual injection. . The customer stated that the alarm occurred during manual prime. The customer stated that the no delivery was recurring. The customer stated that the issue has not been resolved. The customer stated that there was an unexpected restart and external ram crc error in the alarm history. The customer stated that there might be a temporary basal. . The customer will be sent a replacement pump.